Manufacturer narrative:
Samples are li heparin with gel barriers that are centrifuged for twelve (12) minutes at 3400 rpm. Qc was within the customer's established ranges prior to the erroneous results. Level 1 qc performed on (B)(4) 2011 was out of range high. System checks performed on (B)(4) 2011, both met specifications. The customer recalibrated and repeated qc and all three levels of qc were out of specifications high. The customer re-calibrated using a different reagent lot and a different calibrator lot number and qc recovered within range. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci), in regards to obtaining thyroid-stimulating hormone (tsh) results that did not meet assay precision claims across two (2) reagent lots for eight (8) patient samples that were generated by the access 2 immunoassay system. No reports of death, injury, or change to patient treatment have been reported in connection with this event.